Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed button error and the device stopped working the night prior to the phone call. The customer's blood glucose was unknown. The customer stated that the device might have been exposed to moisture/sweat since they had the device in their front pocket. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
No button error alarms were noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, and cracked battery tube threads.